Event description:
It was reported that the device was slow to interrogate. Upon investigation, episodes of noise were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that an egm anomaly and missing egms were observed on the device.

Event description:
Additional information was received that the device was in telemetry lockout.